Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(fluid damage).

Manufacturer narrative:
We checked the returned unit and confirmed that the insertion flexible tube (ift) broken, ccd module fluid damage, and insertion flexible tube (ift) fluid damage. Based on this result, we concluded that the ccd module fluid damage was caused by the insertion flexible tube (ift) fluid damage.